Event description:
The reporter stated that a side by side, meter to hcp meter comparison resulted in her meter reading hi and the hcp reading 256 mg/dl. The reporter stated that she did not have any symptoms. Followup attempts to contact the reporter for further info have been unsuccessful.